Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 325 cc mentor smooth round moderate profile saline, catalog: 3501650, lot: 5698956, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation with two mentor smooth round moderate profile saline breast prostheses, experienced right breast deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.